Event description:
Needle broken and remained in patient's body[medical device complication]. It is reported that a pt who was using a novofine needle 31g 6 mm due to diabetes mellitus type 1, experienced that the needle broke and remained in their body. Reportedly the needle was surgically removed at the emergency room. The outcome of the event is reported as unknown.